Manufacturer narrative:
D4 updated to include product list number in the catalog number field. Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: review of the manufacturing packet for alinity m sars-cov-2 amplificaiton reagent kit (list 09n77-095) lot 522521 did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc 2-f amp kit masterlot testing met all acceptance and validity specification criteria. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplificaiton reagent kit (list 09n78-095) lots 522521. A product deficiency could not be identified as a result of this review.

Event description:
Customer reported 2 false positive results on their alinity m sars cov-2 assay that were being questioned by the patient. The customer states that the results were released to the patients as positive results. The patient contacted customer support to claim a false positive for themselves and their child. The patient reported that the results came back negative for both patients. The other testing lab was unknown. The patient believes the results are false positive due to both patients being asymptomatic. The specimen was only in transit one day, there was no pooling, and it was no longer then 4 hours on the instrument. There was no report of adverse impact to patient management due to this observation.

Manufacturer narrative:
Elevated complaint investigation will be initiated.